Event description:
A caller reported a cartridge alarm with the reference number 30 during the load process. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge using the correct technique, enabling the customer to successfully resume insulin therapy, and the issue was resolved.